Event description:
On (B)(6) 2011, this pt underwent treatment of a 9-10 cm abdominal aortic aneurysm and bilateral common and hypogastric artery aneurysms. A gore excluder aaa endoprosthesis featuring c3 delivery system and two contralateral leg components were implanted on the right side after both hypogastric arteries were coil embolized. Final angiography showed no evidence of endoleak, and the pt tolerated the procedure. On (B)(6) 2011, a follow-up imaging showed that one of the coils from the hypogastric artery on the right side had come out, causing a distal type I endoleak. Foreshortening of the contralateral leg component on the pt's right side was also identified. On (B)(6) 2011, an intervention was performed to treat the endoleak and foreshortening. Add'l coils were placed on the right, and an iliac extender component was implanted for distal extension. Final angiography showed resolution of the endoleaks, and the pt tolerated the procedure.

Manufacturer narrative:
Add'l devices implanted and involved in this event: pxc141200/9613834.